Event description:
The customer reported that the unit turn on and off while in use on pt. There was no pt harm reported. The field service engineer (fse) evaluated the unit and found that the unit was running on battery until it depleted. The customer stated that the unit was not plugged into ac power for 5 hours that's when the unit shuts down. No problem found with the unit.